Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the insulin pump had the affected software related to the loss of audio issue safety notice and failed the beep test. The insulin pump will not be returned for analysis.